Event description:
Corneal ulcer involving left eye associated with soft contact lens use. Culture + fusarium and treated with natacyn 5% drops for 4 weeks. Patient gives history of renu with moisture loc use just prior to problem. Patient left with a peripheral corneal scar that is out of the visual axis. Current best corrected vision is 20/20.